Manufacturer narrative:
The device was returned for eval; the customer's complaint was duplicated. Further investigation revealed corrosion within the motor, bearings and other component parts. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair because it was running on safe mode. The event occurred during a procedure; no adverse consequence was associated with the event.